Event description:
The valve was removed due to "tearing of leaflet of the valve while removing heart muscle". The procedure was stated as "explanting of old aortic valve and reimplanting of new aortic valve."

Manufacturer narrative:
Description of event: on 3/24/1998, dr. Implanted 23 mm aortic mechanical heart valve masters series (model 23aj-501, s/n80168703). Two days following implant, pt developed dysrythmia, and became aneuric and unstable. On 3/26/1998, dr. Explanted this valve due to "tearing of leaflet of valve while removing heart muscle". Additional info provided by dr. Stated that valve was damaged (leaflet "popped out") while attempting to resect portion of septal myocardium which appeared to obstruct area of right coronary ostium and right septum. Dr. Also stated that "there was no mechanical problem with valve itself". Intraoperative echocardiography, was well as direct inspection prior to and at time of pt's reoperation, indicated proper valve function. Another prosthetic heart valve of same size and type was then implanted. Pt expired postoperatively; however, dr. Stated it was unrelated to valve or its function. Hospital's pathology department stated that explanted valve would not be released. Results of investigation: valve was not returned to st. Jude medical heart valve div for analysis. Valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that process was performed in accordance with st. Jude medical's specifications. Each operation for mfg and inspection of this valve and its packaging was followd by appropriate signature and date. Conclusion: info reviewed from valve's device history record indicated valve complied with st. Jude medical specification at time of MFR. Results of this investigation are inconclusive due to fact st. Jude medical heart valve div has not received valve for analysis. However, info provided by dr. Indicated that reason valve was explanted two days postoperaively was due to valve damage (leaflet "popped out"), which occurred while attempting to resect portion of septal myocardium. Dr. Stated that "there was no mechanical problem with valve itself", as supported by intraoperative echocardiography and direct inspection prior to and at time of pt's reoperation, which indicated proper valve function. Valve was not explanted due to intrinsic valve defect.